Event description:
Healthcare professional reported, the device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified, broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Initial reporter address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture suspected by local pain", "physical and psychological consequences". Healthcare professional also reported "breast nodules", which is not device related. The device remains implanted.